Event description:
It was reported that the patient underwent a posterior spinal fusion. At an unknown time post-operatively, the patient developed "abnormal bone growth" and stenosis with lots of scar tissue. Reportedly, the patient had a cyst on the pancreas that was removed, and had attached itself to his prostate. The patient has had "lots of problems" with his medical condition since his surgery. MRI and CT scans were performed. The patient is seeing a pain management doctor.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.